Manufacturer narrative:
Product ID 3987a60, lot# n310227, implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's leads 'repositioned' one week after their first implant. It was stated that the patient had three surgeries since implant in (B)(6) 2012 including one where the healthcare provider (hcp) moved the implantable neurostimulator (ins) from 'the right side to the left side.' It was also stated that the patient had fallen but the date was unknown at the time of report. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).